Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Investigation results: the reported issue was not present during investigatiom, delivery accuracy tested in spec.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: occurred during patient use but no injury was reported. Problem reported: "pump does not program and run correctly. Cisplatin ran at the incorrect rate despite correct programming." Sn (B)(4) - pir (B)(4) - occurred during patient use but no injury was reported. Problem reported: "infusion pump was programmed with correct volume to be infused. Infusion ended and remaining chemo was in bag. Patient was delayed 20 minutes approximately and chemo infusion extended."